Manufacturer narrative:
A partial lead with the distal tip measuring 46.5cm was returned for analysis. External insulation abrasion was noted at 35.0-36.5cm from the distal tip, consistent with lead friction to the device can. The silicone insulation was intact at this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a gradual increase in pacing lead impedance and high capture threshold was observed. Lead fracture was suspected. Lead was explanted and replaced. Physician didn't perform fluoroscopy to confirm lead fracture. Patient's condition was fine post-procedure.